Event description:
Information received indicates the caregiver was pulling the patient up in the bed and the caster wheel came off at the head of the bed. No injury.

Manufacturer narrative:
The technician isolated the issue to a broken bolt which holds the caster onto the bed frame. The technician installed a new caster to repair the bed.